Manufacturer narrative:
P-cap locked in place properly during testing. Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. Device functioning properly during testing.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 212 mg/dl at the time of incident. The customer also reported damage in the battery compartment. Troubleshooting was provided. No alarms were cleared. The insulin pump will be returned for analysis.